Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the gas outlet port was deformed. Though the device was deformed, the customer decided to use the device throughout the case. No known impact or consequence to patient. The product was not changed out. The surgery was successful.

Manufacturer narrative:
The device was not returned for evaluation; therefore, this complaint cannot be confirmed. A review of the device history record could not be performed, as a lot number was not provided. The same issue occurred with the device from 1124841-2013-00159 (product/lot 3xcsx25rx, qd25) at the same location and on the same date; therefore, a retention sample from that lot was visually examined. Excessive force was applied to the retention sample after removing it from the outer box, and the port was noted to be deformed. Capiox units are subjected to multiple inspections prior to packaging. It is most likely that the damage occurred during shipping and/or handling post manufacturing.(B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.